Manufacturer narrative:
The reported events of insulation damage and blood in the lead were confirmed, but failure to remove the lead from the header was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection revealed the outer insulation was cut and the inner insulation was damaged due to the lead being bent/kinked. Furthermore, blood was found to be in these regions. The reported events of insulation damage and blood in the lead were consistent with procedural damage. The dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not reveal any indication of conductor fractures, but revealed shorts due to the damaged inner insulation, which was consistent with procedural damage.

Manufacturer narrative:
Source: this product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-14961 and 2017865-2020-14966. During a clinic follow-up, a hematoma was noted around the device pocket. A pocket revision procedure was scheduled to resolve the hematoma. During the revision procedure, blood was noted under the insulation of the right ventricular (rv) lead due to insulation damage. The physician decided to replace the rv lead, however, the rv lead was not able to be disconnected from the device header. The rv lead and the device were explanted. During the explant of the rv lead and device, the right atrial (ra) lead became dislodged. The ra lead was also explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.